Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient reported blood glucose results of "459 and 424 mg/dl" with the subject meter. The patient indicated he manages his diabetes with insulin (self adjuster). On the morning of (B)(6) 2010 at about 12:00 am, the patient claimed he administered his usual dose of insulin (humalog 7 1/2 units). The patient claimed after the alleged issue began he began to feel funny, was kicking, unresponsive, and unconscious. In response to the symptoms, the patient reported the emergency medical service (ems) was contacted and he was treated with IV glucose. The patient reported being tested by the ems meter and obtained a reading of "low 30's mg/dl". At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were still sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.